Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. However, cracked case at display window corners and missing end cap sticker.

Event description:
Customer reported that she had high blood glucose of over 600 mg/dl due to her insulin pump did not delivered. Customer stated that her insulin pump was alarming no delivery and low reservoir. Nothing further was reported.